Event description:
The nurse found that the needle cap was easy to fall off during use, and manual re-connection could continue use. No patient adverse events reported from event. This is a life sustaining device, airway could be compromised, however the event describes the re-connection continued therapy with no patient adverse event.